Event description:
It was reported that a malfunction alarm occurred in the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.